Event description:
It was reported by repair work order that the patient right load wheel casting was broken which will effect loading and unloading of the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.